Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026, while transporting a patient the hamilton-t1 ventilator (pn 161009 / sn (B)(6) shut off during transport. Patient involvement with medical intervention (patient was bagged or put on a different device) was reported. However, no patient, user or third party harm was reported.